Manufacturer narrative:
No patient information was available. Event date is estimated based upon report date (event date may be earlier). This MDR groups four complaints which are on the same model number and for the same issue. Entered date is earliest of the four. The remaining three were reported on (B)(4) 2018. Since lot number is unknown, expiration date and full UDI is not known. Implant/explant dates are not known. Devices were expected to be returned for evaluation on 3 out of the 4 complaints. Product has been received on 2 out of those 3. Date of return is estimated based on date of the evaluation. A follow-up report will only be provided if there is a different finding on the last return. Initial reporter listed is for 2 of the 4 complaints. The other 2 were provided by (B)(6). Date listed is for the first of the 4 complaints. The other three were reported on (B)(6) 2018. Evaluation completed on devices returned on 2 complaints. One more device return is expected. Date of manufacture cannot be determined since lot number is unknown. Conclusion code indicates the known issue which is resolved by the change recently cleared in (B)(4). Xeridiem is presently working through production implementation of this change.

Event description:
The enfit caps and feeding port connections are breaking. There are small cracks in the caps themselves and the threaded flanges are breaking off. The patient is also using tools to get caps unstuck. The caps need to be tightened down hard or else they leak. The enfit that is glued into tube is breaking when patients try to wiggle the enfit connection out of the feeding ports.

Event description:
Same as original report 2025851-2018-00005.

Manufacturer narrative:
B4, h2, h3: this follow-up report adds three additional complaint reports that are from the same healthcare facility, on the same device catalog number, and for the same issue as the original MDR. Date entered is for the first additional report. The other two additional reports were received on may 21, 2018, and june 29, 2018. Product was returned on the first of these additional complaints and the enfit cracking failure was confirmed but with no new finding as compared to the original MDR. As stated in the original MDR, xeridiem is currently working through production implementation of the change (enfit connector material) that corrects this problem.